Event description:
Customer states a nurse confirmed a pinhole in the cuff. Customer stated no patient harm. The customer could not confirm if pretesting of the device was performed. The information provided suggests that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.